Event description:
It was reported patient underwent a bilateral total knee arthroplasty on (B)(6) 2001. Subsequently, patient underwent a right knee revision procedure on (B)(6) 2014 due to pain and a fractured locking bar. The locking bar and tibial bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." The following sections could not be completed due to the part/lot information could be: catalog number - 141212, lot number - 432110, expiration date - oct 31, 2011, manufacture date ¿ oct 8, 2001. Or the part/lot information could be: catalog number - 141212, lot number - 547460, expiration date - nov 30, 2011, manufacture date ¿ nov 5, 2001. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.